Manufacturer narrative:
Block e1: there were two reported physicians: dr. (B)(6) and (B)(6). Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that orca valves was used during an endoscopy procedure on (B)(6) 2026. During the procedure, the air/water button was leaking, and occasionally spraying water. The procedure was completed after switching to an orca device from a different lot number. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that orca valves was used during an endoscopy procedure on (B)(6) 2026. During the procedure, the air/water button was leaking, and occasionally spraying water. The procedure was completed after switching to an orca device from a different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: there were two reported physicians: (B)(6). Block h6: imdrf device code (B)(4) captures the reportable event of a/w valve fluid leak. Block h11: investigation results the product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the available information, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the events. Since the investigation findings do not lead to a clear conclusion about the cause of the reported events, the investigation conclusion code of cause not established is selected as the most probable cause for the complaint.